Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient underwent a revision/removal on (B)(6) 2007 and mesh was implanted by the same surgeon at the same hospital. On (B)(6) 2011, and (B)(6) 2012, it is reported that the patient underwent revision/removal procedures by (B)(6) respectively. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, fistulae, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 due to erosion, flexible cystoscopy, ureteroscopy on (B)(6) 2012 due to eroded sling in urethra and mesh removal on (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urgency, urinary frequency, recurrent uti, hematuria, vaginal dryness, and vaginal itching.